Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: no visual damage to the keypad observed, the up, down and ok keypad buttons were sticking and intermittently unresponsive to user input during testing, and contamination was observed under the up, down and ok key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up and down arrow keypad buttons slow to respond. It was reported that the up and down keypad buttons feel more depressed than usual. Keypad is intact. There was no adverse event associated with this complaint.